Manufacturer narrative:
There is no further investigation can be performed at this point since data is no longer available in message log. The cause for the discordant troponin results is unknown.

Manufacturer narrative:
Corrections: relevant tests/laboratory data, including dates: patient 1: the (B)(6) year old patient that was tested in (B)(6) was actually a (B)(6) year old patient and the first draw troponin result was 0.32ng/ml and the repeat troponin result was 0.00ng/ml.

Event description:
Customer reported 2 erroneous troponin results on the instrument. There was no report of injury due to this event.